Event description:
The customer reported a ventilator¿s internal battery light was off while the machine was running on battery. The customer reported that the device was not in patient use when the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Patient or user involvement information is unknown and was requested from the customer. The customer did not respond. No patient or user harm was reported. Multiple attempts were made to retrieve device repair or diagnostic information, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. If additional information is later received, a supplemental report will be submitted.